Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a non-health care professional. The consumer reportedly wore contact lens in unknown eye and experienced eye burning and eye pain. The consumer subsequently removed the contact lens; however, the pain reportedly persisted. Consumer visited the doctor and was diagnosed with toxic keratitis which was attributed to the liquid in the blister. Treatment of the consumer is unknown. At the time of reporting, the current status of the consumer¿s eye and symptoms are unknown. Additional information has been requested from the reporter but is not yet available.